Event description:
The reporter stated the haptic of an eyeonics lens was bent during loading due to having been loaded the wrong way. There was no patient contact. The most likely cause of the iol damage was due to the mtc-60c fp cartridge.